Manufacturer narrative:
Device evaluation summary device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (display error code when charging battery pack) has been confirmed. As received, the charger/modem could not charge a battery. Upon investigation, the root cause for this failure was the r39 on the bedside board was internally shorted. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger was displaying error codes when charging battery pack.